Event description:
A customer contacted beckman coulter inc. (Bec) stating that the unicel dxc 800 pro synchron chemistry analyzer generated a low creatinine (crem) result for one (1) patient. The original result yielded a value of 91 umol/l and upon repeat the result yielded 182 umol/l. There was no change to patient treatment or diagnosis.

Manufacturer narrative:
The sample was collected using a bd vacutainer. Qc was within established ranges but low on level one. A bec field service engineer (fse) was dispatched on (B)(6) 2011 and upgraded the stirrer motor to the brushless style motor.